Event description:
During laparoscopic cholecystectomy, developed leakage and loss of pneumo. When blunt tip trocar was removed it was noted that the balloon coating was defective. It was also noted that pieces of the balloon coating were left in the pt's abdominal cavity and were then retrieved by the surgeon.